Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system and a review of the logs. An anesthesia control board communication error was recorded in the logs but the reported issue was not reproduced during testing. The unit was returned to service.

Event description:
The hospital reported an error causing a loss of mechanical ventilation during a case. The patient was manually ventilated and case resumed. There was no report of patient injury.